Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that patient complained of pain at implant site #29. Panoramic x-ray showed no reason for pain. Dds sent pa x-ray showing root tip at #29. Implant and root tip were removed. Surgical/medical intervention required for permanent damage: implant removed. Tooth site: 29. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie received one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction that would contribute to the reported event. Implant matched prints where measured. DHR review was completed for the subject lot number 1253036. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253036 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.